Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2015, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral artery due to deep vein thrombosis (dvt). The patient alleges vena cava perforation. The patient further alleges fear, limited activities, and bipolar disorder. 02may2016, per a report from venacavogram; ¿findings: the juxtarenal and suprarenal ivc are widely patent with inflow from widely patent bilateral renal veins. There is moderate to severe narrowing of the infrarenal ivc at the level of the ivc filter with what appears to be chronic total occlusion of the ivc caudal to that level. Impression: findings consistent with chronic total occlusion of the ivc involving the caudal aspect of the ivc and extending up to the superior aspect of the filter. The juxtarenal and suprarenal ivc are widely patent. The presence of the chronic total occlusion of the ivc precluded ivc filter removal". 25mar2020, per a report from computed tomography; ¿ivc filter in the ivc at the level of l2-3 with the legs/hooks extending outside the walls of the inferior vena cava.¿ 25mar2022, per a report from computed tomography 2; ¿ivc filter with: 3 mm mesenteric perforation. No tilting, fracture, migration or stenosis.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, occlusion, fear, limited activities, bipolar disorder. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported fear, limited activities, and bipolar disorder are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.